Manufacturer narrative:
All available information was investigated and the reported entrapment of device (clip caught on chordae) and poor image resolution during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to poor patient anatomy. The reported clip getting caught in the chordae appears to be due to a combination of poor image resolution and patient anatomy. The reported tissue injury and unchanged mr appear to be related to the reported clip caught on chordae. The reported medical intervention was a result of case-specific circumstance. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae, chordal rupture, requiring intervention. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4+. The patient was presented with left atrial dilatation, prolapsed posterior leaflet, flail posterior leaflet. During the procedure, the physician noted that the ¿+¿and ¿-¿ knob of the steerable guide catheter (sgc) were used. When the ¿+¿and ¿-¿ knobs were used, it was noted that the atrial septal was damaged. It was thought that the fastener of sgc could not make the sgc stable on the stabilizer. An xtr clip was advanced to the left ventricle. It was noted that visualization was challenging due to patient¿s anatomy. During grasping attempts, the clip got caught in chordae. Multiple attempts were performed to free the clip, but the clip was not able to be freed. It was decided to grasp both leaflets and deploy the clip. Although the clip was deployed, the mr grade did not improve. It was thought that the leaflets were not grasped enough, and chordal rupture was observed. It was decided to abort the procedure with one clip implanted and unchanged mr of grade 4+. No additional information was provided.

Event description:
This is filed to report clip caught in chordae, chordal rupture, requiring intervention. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4+. The patient was presented with left atrial dilatation, prolapsed posterior leaflet, flail posterior leaflet. During the procedure, the physician noted that the ¿+¿and ¿-¿ knob of the steerable guide catheter (sgc) were used. When the ¿+¿and ¿-¿ knobs were used, it was noted that the atrial septal was damaged. An xtr clip was advanced to the left ventricle. It was noted that visualization was challenging due to patient¿s anatomy. During grasping attempts, the clip got caught in chordae. Multiple attempts were performed to free the clip, but the clip was not able to be freed. It was decided to grasp both leaflets and deploy the clip. Although the clip was deployed, the mr grade did not improve. It was thought that the leaflets were not grasped enough, and chordal rupture was observed. It was decided to abort the procedure with one clip implanted and unchanged mr of grade 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported image resolution poor is due to poor patient anatomy. The cause of the reported clip getting caught in the chordae appears to be due to a combination of poor image resolution and patient anatomy. The reported mr appears to be a cascading effect of the reported tissue injury. Additionally, the reported patient effects of tissue injury and mitral regurgitation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under separate medwatch report number.